Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
The customer's complaint was found during preparation of use of an unknown procedure.

Event description:
An olympus sales representative (rep) reported that the customer visera elite ii video system center was experiencing an imaging issue. According to the rep, the unit¿s screen was intermittently showing half white and black image. Reportedly, this was occurring even when the scope was not connected. The rep did note that the customer was able to power cycle the device and the issue went away. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The rep called olympus technical assistance center (tac) personnel to report his event. During the call, the customer confirmed that he did not have another unit to test to see if the monitor might be the issue. Tac informed the rep that the customer would likely need to send the unit in for repair. During the call, an e849 error code was also mentioned. Tac informed the rep that error code indicates that the user did not press the ¿lamp¿ button long enough. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The unit was tested and was functioning properly. There were no imaging issues, and all touch panel functions were operating without fault. If additional information becomes available following the device evaluation, a supplemental report will be filed.